Event description:
It was reported to st. Jude medical that the pt presented to the clinic complaning of feeling pacing pulses. When the ICD was interrogated, an error message was received indicating a hardware reset had been detected.